Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the use by date, which is off-label usage of the device. It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test: passed. Nordic bluetooth pairing test: passed. A review of the share log file was performed, and signal loss was found within the investigation window. The allegation was confirmed. . The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.